Event description:
The email received for (B)(4) study indicated that during index procedure after multiple attempts to advance the cypher us rx 3.50 x 18 into the distal-right coronary artery without success so the stent delivery system was removed. A 2.25x13mm cypher stent did not cross the lesion in the proximal circumflex. 16-24 hours post-procedure, ck-mb was 8 (ck-mb upper limit 5 ng/ml) and troponin I 2.01 (troponin I upper limit 0.4 ng/ml). Pci was performed on a 99% de novo lesion in the 1st om of 15mm in length in a 3.0mm vessel diameter at a bifurcation with sidebranch greater than or equal to 2.5mm. The lesion was classified as b1. The lesion was pre-dilated with a 3.0x12mm balloon at 17 atm before a 3.0x23mm cypher stent was deployed at 15 atm. Post-dilation was performed with a 3.5x10mm balloon at 20 atm as a standard practice and because the stent was not fully expanded. The residual diameter stenosis measured 10%. Timi 3 flows were recorded pre and post-procedure, respectively. Pci was performed on a 50% de novo lesion in the proximal cx of 10mm in length in a 2.5mm vessel diameter with moderate vessel tortuousity. The type c lesion was moderately calcified.

Manufacturer narrative:
Additional information was received that the physician was unable to deliver a stent through the struts of the om stents but in view of the excellent results with plain angioplasty, it was decided to terminate this procedure at this time. The stent was removed completely and never implanted. Therefore, contrary to the previous report, this device was not deployed in an accurate vessel but was not implanted at all. In addition, as the device was not implanted in the patient, the elevated post-procedure cardiac enzymes were not associated with this device that was not implanted in the patient. Therefore, there are events associated with this device that require an MDR report. No further reports will be forthcoming regarding this device. It is also one of six devices used in the patient and are associated with the reported events under manufacturing numbers 3003742446-2011-00268, 3003742446-2011-00269, 3003742446-2011-00270, 3003742446-2011-00271, 3003742446-2011-00272 and 3003742446-2011-00273.

Manufacturer narrative:
The lesion was pre-dilated with a 2.5x8mm balloon before an unsuccessful attempt was made to deploy a 2.25x13mm cypher stent which was not deployed in the intended lesion. The residual diameter stenosis measured 10%. Pci was performed next on a 75% de novo lesion in the mid rca of 25mm in length in a 4.0mm vessel diameter with moderate vessel tortuousity. The (b2) lesion was moderately calcified and was considered anatomically complex because there were greater than 2 lesions per vessel. The lesion was pre-dilated with a voyager balloon before a 3.5x18mm cypher stent was deployed at 15 atm. Post-dilation was performed with a 4.5x12mm balloons as a standard practice and because the stent was not fully expanded. The residual diameter stenosis measured 10%. Timi 3 flows were recorded pre and post-procedure, respectively. Pci was performed on a 90% de novo lesion in the distal rca of 32mm in length in a 4.0mm vessel diameter with severe vessel tortuousity. The lesion was considered anatomically complex because the lesion was greater than 30mm in length. The type c lesion was moderately calcified. The lesion was pre-dilated with a 3.0x13mm voyager balloon at 15 atm. A 3.5x18mm cypher stent could not be delivered and a 3.0x15mm xience stent was delivered instead at 10 atm. Post-dilation was performed with a 3.0x12mm balloon at 20 atm as a standard practice. Then a 3.5x12mm xience was also deployed at 15 atm distal to the previous stent. Post-dilatation was performed with a 3.0x12mm balloon at 20 atm as a standard practice and because the stent was not fully expanded. The residual diameter stenosis measured 10%. Timi 3 flows were recorded pre and post-procedure, respectively. Pci was performed on a 90% de novo lesion in the proximal rca of 31mm in length in a 4.0mm vessel diameter with moderate vessel tortuousity. The lesion including side-branch was less than or equal to 2.5 mm. The (b2) lesion was moderately calcified and was considered anatomically complex because there were greater than 2 lesions per vessel. The lesion was pre-dilated with a 3.0x12mm voyager balloon at 12 atm before a 3.5x28mm cypher rx stent was deployed at 17 atm. Post-dilation was performed with 2 4.5x12mm balloons as a standard practice and because the stent was not fully expanded. Then a 3.5x8mm cypher stent was deployed proximal to and overlapping the previous stent at 17 atm because the initial stent did not fully cover the lesion. Post-dilation was performed with a 4.5x12mm balloon at 20 atm as a standard practice and because the stent was not fully expanded. Then another 3.5x8mm cypher stent was deployed at 20 atm, proximal to the previous stent because the initial stent did not fully cover the lesion. Post-dilation was performed with 2 4.5x12mm balloons as a standard practice and because the stent was not fully expanded. The residual diameter stenosis measured 10%. Timi 3 flows were recorded pre and post-procedure, respectively. Concomitant devices: voyager balloon 3.0 x 12mm, voyager balloon 3.0 x 13mm, 2.0 x 8mm balloon, cypher stent catalog number cxs23300, lot number 15076322, cypher stent catalog number cxs28350, lot number unknown, cypher stent catalog number cxs18350, lot number unknown and cypher stent catalog number cxs18350, lot number unknown concomitant medications continued: aspirin, clopidogrel and beta-blockers were administered pre-procedure. Intra-procedure medications included heparin, eptifibatide (integrillin) and clopidogrel. Post-procedure medications included aspirin, clopidogrel, toprol xl, zocor, lisinopril and diovan. This device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. It is also one of six devices used in the patient and are associated with the reported events under manufacturing numbers 3003742446-2011-00268, 3003742446-2011-00269, 3003742446-2011-00270, 3003742446-2011-00271, 3003742446-2011-00272 and 3003742446-2011-00273.